Event description:
It was reported that the catheter was inserted via the right internal jugular vein prior to surgery. Fluids were infused using the catheter. An x-ray showed the catheter tip in the svc. Ten hours after surgery the pt went into respiratory arrest. Swelling and fluid leakage was noted in the right neck. The catheter was removed and the pt was intubated and recovered without any add'l complications. Extravasation of fluid was documented by the physician as related to the procedure and not to the catheter.